Event description:
The facility reported via a user facility report, "when changing the epinephrine infusion dose, the pump alarmed, flashed failure, and shut down. All three channels were shut down. The pt's chest was open at the time for emergency intervention. Her hemodynamics were poor, but relatively stable. The failure of the pump resulted in a need to hurriedly change the drip to another pump and given an increased dose to cover the sag in bp which occurred with failure of the pump". Though requested by baxter, no add'l info was available regarding the pt's diagnosis and medical history, the rates and concentration of epinephrine, other medications being infused, pt's status and vital signs prior to and after the event, any failure codes displayed, whether the pt's chest was opened prior to the event or as a result of the event, medical intervention implemented, and the serial number of the pump involved.

Manufacturer narrative:
The device has been requested by baxter quality management for eval on 05/11-12 and 06/02/06. The device has not yet been rec'd and the serial number has not yet been identified by the reporting facility. Should the pump be rec'd for eval, a follow up report will be filed upon completion of the eval or if add'l info becomes available. See attached user facility report.